Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable, tandem wall adapter, confirmed working outlet, and tried leaving pump connected for at least 30 minutes, as well as different adapters and cables, with charging connection still not recognized and no shutdown or low power or power source alerts noted. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, to program pump settings and reconnect continuous glucose monitor to replacement pump, and to return problematic pump using prepaid label, while technical support arranged replacement pump shipment within warranty and confirmed shipping address.